Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on a stomach tissue during a radical surgery for gastric cancer, after firing the device it was noted that the staples did not form perfect b shape. Surgeon replaced the reload to resolve the issue. No patient injury.